Event description:
In 10/2001, the implant center measured out of range impedance values on 3 electrodes. The pt was reportedly performing well with the device and continued to be monitored by center. In 12/2001 a co rep visited the implant center to assist with pt's device eval. At that time, results of testing indicated add'l electrodes that were out of range. The pt continued to perform well with the device and was monitored by the center. The revision surgery was schedule in 2002.